Event description:
The review of an egm revealed that the atrial pulse was being oversensed on the ventricular channel. Hence, the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.